Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing leaking at the infusion site. He notices the leakage when his shirt becomes wet and he then changes the infusion set. He does not notice any damage to the cannula upon removal. He stated this has occurred with one out of every 3 infusion sets from 2 boxes. He changes the infusion site every 3 days and the infusion tubing every 6 days. He inserts sites in his stomach and practices proper rotation technique. He does not have scar tissue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation. The product was replaced.